Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not come apart from the suction catheter. The suction ballard adaptor was stuck on the tube and would not come loose. The patient would have to be decannulated in order to change the ballard in-line suction system.